Event description:
During a bowel resection procedure, the surgeon closed stapler and heard a "clicking" noise while doing so. He fired stapler and distal donut was not complete. Anastamotic leak was discovered and sutured close. No pt consequence.